Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture and residue on product. Visual inspection found optic torn and haptic torn with residue on lens. Claim# (B)(4).

Manufacturer narrative:
PMA/510k-the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -8.0 into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.